Event description:
The hospital staff alleged that when the brakes were set the casters would not hold on this stretcher.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.